Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an ¿error 5¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient does not know when the error 5 message first appeared and she cannot recall what diabetes medications she was taking at the time of the alleged issue. She reported that on or around (B)(6) 2015, she administered her usual dose of medication, including sliding scale. She reported that ¿immediately¿ after obtaining the alleged error message, she developed symptoms of ¿shakiness¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the test strips were in good condition and the patient¿s process for testing was correct. The cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged error message appeared.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.